Event description:
It was reported that the patients implantable pulse generator (ipg) was difficulty connecting with the remote. The patient underwent ipg replacement procedure and was doing well postoperatively.

Event description:
It was reported that the patients implantable pulse generator (ipg) was difficulty connecting with the remote. The patient underwent ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
The returned implantable pulse generator (ipg) was analyzed, and it would not charge despite the multiple charging attempts, and communication could not be established with a known good remote control (rc) or clinician programmer (cp). Therefore, the data logs could not be retrieved or analyzed, and no functional testing could be performed. The ipg was then cut open, and internal electrical measurements revealed excessive sleep current and low resistance of a node where high resistance was expected. With all the available information, boston scientific concludes the reported event was confirmed that the asic chip was damaged resulting in the reported allegation. Typically, this type of damage is caused by external high voltage or high current transient sources. Therefore, this investigation will be assigned a probable cause of unintended use error caused or contributed to event.